Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed and they found motion to be normal at wheels but noticed that left front caster was not evenly touching the floor due to a dip in the floor. The customer stated that they normally only push the bellows out about 4 inches for their cases. They moved the bellows forward about 12 inches to shift the weight over the casters to resolve this issue. They performed some 3d nav spins with no issues of inaccuracy. System returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that while doing a system check out with the navigation system and the imaging system, the manufacturer representative noticed that the imaging system drive wheels can move when the system is not being driven by the user. They believe that the inaccuracies reported in a different case could possibly be attributed to slight movements from the drive wheels. No patient was present at the time of the event.